Event description:
It was reported that during a bariatric sleeve gastrectomy procedure that after the first firing with green reload and gore buttressing everything was fine. Then after they put in the next reload and swished the jaws to cleanse before a second reload and then when they tried to put the stapler and insert in the same trocar, they could not insert because the jaws would not fully close. They anvil had a gap which would not allow the jaws to go through a 12-milliliter trocar. Another like device to complete the procedure without no patient harm and they used the same trocar. Rep was present in case.

Manufacturer narrative:
(B)(4) .date sent: 8/8/2023. D4: batch # 113c71. B5: exact date unk. Assume first month of the year the event took place. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and without reload present. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a9az3d, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 113c71, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and received: where there any unusual noises heard during the first firing? No. No unusual noise. Just a typical slow down noise you hear on thicker tissue.